Event description:
It was reported that during removal and replacement of an intraocular lens (iol) from the left eye of a patient, a vitrectomy was performed. There was no incision enlargement. The iol was replaced with a za9003 lens with 20.5 diopter power in the same procedure. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturing site for investigation. One haptic was observed distorted. Evidence of viscoelastic residue, ovd (ophthalmic viscosurgical device) was detected indicating the device was handled and prepared for surgical use. Visual inspection at 10x magnification noted a few loose particles in the optic zone compatible with handling the lens out of the sterile environment, such as during the explant process. The condition observed in the received lens was consistent with a lens that had been implanted and removed from the patient's eye and not attributed to the manufacturing process. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Section f completed by the manufacturer. All pertinent information available to abbott medical optics has been submitted. Placeholder.